Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been 1 other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient experienced near vision was significantly decreased, which didn't meet the target. The lens was replaced with other lens. Additional information has been requested.